Event description:
The customer beckman coulter, inc. (Bec) and reported that ammonia test on unicel dxc 800 pro synchron clinical system is failing calibration back to back and later that they were having issues with all qc. They also noted that there was fluid under reagent a probe. The customer was wearing personal protective equipment when cleaning the fluid under the probe. Msds was not reviewed, but the facility has an exposure control plan. There was no death or injury associated with this event and medical attention was not sought. No erroneous patient results were generated.

Manufacturer narrative:
On (B)(4) 2012, field service engineer (fse) visited the site and found that the reagent probe a wash collar had no vacuum because the solenoid was not opening. The fse replaced the solenoid, primed the reagent probes and did not observe any leaking or spitting. The issue was resolved. (B)(4).